Event description:
Treatment of an aneurysm. It was reported the distal end of the pipeline was not fully opened during deployment. Several attempts to open the device, but without success. The pipeline was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the pipeline was fully opened with slight damage observed at both ends. (B)(4).